Manufacturer narrative:
(B)(4). Alleged failure: tip broke when establishing portal. Hip joint was tight and could not get a lot of distraction. Tip of cannula was hitting bone when trying to be inserted. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force on device. The product was returned for investigation and the failure mode was confirmed, failure mode will be monitored for future reoccurrence.

Event description:
It was reported the tip of the cannula broke during procedure. Broken piece retrieved.